Event description:
One touch ultrasmart meter would only prompt error 5. Patient neither alleged harm or experienced injury or medical intervention. The customer service representative discovered that the paitent was using correct testing techniques and was using test strips in good condition. The patient was walked through retesting and the "error 5" message appeared again. Patient's meter was replaced.